Manufacturer narrative:
Through follow-up it was confirmed that the patient was seeing a crescent shaped object, halos and glare, and experienced diplopia and photopsia due to the lens. There was no vitrectomy or capsule tear when removing the lens from her left eye. Furthermore, it was learned that a the lens was replaced with a zcb00 iol with a higher diopter. Patient is doing well and loves her new lens. In addition the patient's age ((B)(6)) was provided. (B)(6). Device available for evaluation ¿ yes, returned to manufacturer on 3/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) would be replaced in an upcoming explant. The lens will be explanted on thursday, (B)(6) 2017. The patient is seeing a crescent shaped object in their peripheral vision. Patient has diplopia and photopsia. Patient has glare and halos at night. A non amo lens is going to be implanted as the replacement lens. It was confirmed that the lens was explanted on (B)(6) 2017, as planned. No additional information was provided.